Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-extension , upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-extension , upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-extension , upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced a skin infection around the ipg site causing skin irritation and redness. The patient underwent a revision procedure where the ipg and four extensions were explanted. The patient was administered antibiotics. There were no other complications noted with the patient post-operatively. The physician indicated the infection was not caused by the device. The explanted devices were destroyed at the facility and were not returned.